Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the device never triggered any replacement indicator while implanted. There was no field allegation towards the device. The pacemaker passed returned products testing.

Event description:
Boston scientific received information that that this patient's pacemaker was replaced during a tricuspid valve replacement operation. Additional information indicated that the physician did not clearly state the reason why this device was extracted. The device was explanted. No additional adverse patient effects were reported.